Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused. The pump had medicines running slower than expected found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6, and h11: h11: the device was received for evaluation. A flow accuracy test was performed, and the results passed. The pump was able to successfully infuse. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.